Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic) as crack on the tip of the pump where the battery goes there is a missing piece. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1780kpk was requested and customer response was the device was been returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit received with flashing white display. P-cap locked in place properly during testing. Proceeded with the following testing to assure proper functionality of the unit. After multiple new batteries and battery caps unit remained on flashing white display. Unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to flashing white display. Unable to download history files and traces using thus software due to flashing white display. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection it was determine that the ingress of water corroding electronic assemblies, force sensor flex connector and keypad flex connector causing electrical short not allowing unit to turn on or access to download. Unit also receive with pillowing keypad overlay, scratched case, broken battery tube threads, detached retainer and missing o-ring (reservoir tube). In conclusion, unit came in with flashing white display due to corroded electronic assemblies. Customer concern for cosmetic damage was confirmed at the battery compartment when broken battery tube threads was noted. Retainer ring damage and reservoir unable to lock were confirmed due to detached retainer ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.